Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced leakage past the stopper. This is 1 of 2 events. The following information was provided by the initial reporter: the 302149 has been used to flush permacaths and central lines and on 8 separate occasions the patients blood has flowed back into the syringe and has gone past the black stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-may-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 7 opened samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the samples. Analysis of the sample photo showed that there appeared to be leakage. However, during the leakage testing of the returned samples no leakage was observed. Therefor since the defect was not observed during the functional testing, the reported defect cannot be confirmed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and these batches meet our manufacturing specification requirements.

Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced leakage past the stopper. This is 1 of 2 events. The following information was provided by the initial reporter: the 302149 has been used to flush permacaths and central lines and on 8 separate occasions the patients blood has flowed back into the syringe and has gone past the black stopper.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.